Event description:
It was reported that the 9900 system shut down during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The log files showed the system fast stop had been activated. The system was tested and found to be working as intended and put back into service.